Event description:
Evaluation revealed that the force sensor plate was damaged and the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed that the force sensor plate was visibly damaged. The force sensor resistance reading was out of calibration. Review of the pump history revealed several loss of prime alarms associated with zero force. The pump was primed successfully and exercised with no loss of prime alarms occurring.